Event description:
It was reported to boston scientific corporation that an leveen inflation device was used during a percutaneous nephrolithotomy (perc) procedure. According to the complainant, during the procedure, the inflation device failed to register any change on the pressure gauge despite the balloon being inflated with no issues. The procedure was completed with another leveen inflation device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "stable".

Event description:
It was reported to boston scientific corporation that a leveen inflation device was used as a part of a nephromax kit during a percutaneous nephrolithotomy (perc) procedure.

Manufacturer narrative:
Additional information was received from the complainant on (B)(6), 2010 providing device information. (B)(4). Visual inspection of the returned device revealed evidence of corrosion (green coloring) of the copper alloy on the filter at the rear of the pressure gauge. The device failed to register any change on the pressure gauge despite there being no issues with inflation. No other issues were noted with the device.

Event description:
It was reported to boston scientific corporation that an leveen inflation device was used during a percutaneous nephrolithotomy (perc) procedure. According to the complainant, during the procedure, the inflation device failed to register any change on the pressure gauge despite the balloon being inflated with no issues. The procedure was completed with another leveen inflation device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
(B)(4).